Event description:
While closing lid on full sharps container, rn held container next to upper abdomen for leverage and received two puncture wounds to the upper abdomen from two needles that were protruding through the bottom of the container neither needle was bent and both were small gauge (25 g 5/8").